Event description:
Pulling the wire back from its position and identified the proximal fractured end of the wire which was in the right subclavian. Able to snare the end of the wire and removed it entirely.